Event description:
Healthcare professional reported a deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior assessed as surgical damage and one opening on anterior side assessed as unidentified (tear) opening. Additional observations: brown particles in fill channel are observed.

Event description:
Healthcare professional reported a deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.